Event description:
It was reported that the patient had been to the emergency room (ER) 3 times. The first time was about 5 weeks prior to this report. The patient believed he was experiencing withdrawal symptoms. This had been going on for about 4 weeks. X-rays were done in the ER and the patient was told he had a bowel obstruction. However, he hadn¿t eaten anything because he couldn¿t keep anything down. He was having intestinal problems. The patient¿s ¿small intestine won¿t keep anything down¿ and he was having diarrhea. The patient¿s pain level was out of control. The patient contacted his healthcare provider¿s (hcp) initially, but it was such a long wait for an appointment that he went to the ER. The ER didn¿t offer a ¿scope¿ and the patient¿s primary care provider¿s (pcp) office had one scheduled for (B)(6) 2014. The patient had a pump refill a couple days prior to the report. The patient¿s refill nurse and managing physician were aware of his symptoms. The patient called his hcp on the report date to schedule a dye study, but he had not received a call back yet. The patient hadn¿t had any falls or trauma. The patient was active, lifted weights, was in a wheelchair and sometimes had to ¿jump a curb¿. The reporter wanted to know if the medication could affect the patient¿s organs or intestines. The patient was concerned that his catheter could have ¿pulled out¿. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).